Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 428 mg/dl. The customer treated with manual injection. Insulin did exit with a fixed prime. The infusion set was removed and the cannula was bent. No issues were noted with scarred or hardened tissues or stretch marks and the customer reported sufficient subcutaneous tissue where the set is inserted. The infusion set was replaced and the insulin pump was not replaced or returned for analysis.